Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) trigger was not working. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6- type of investigation code, investigation findings code, investigatio n conclusion code, h11. A getinge field service engineer (fse) checked the device and unable to duplicate reported failure. Device returned to customer for clinical use.